Manufacturer narrative:
The nurse reported that all their zm transmitters were in comm loss in ticket #252139. While troubleshooting the issue, technical support (ts) found that this org had a lit error light. They confirmed there were no network connection issues within the facility, and performing a 2-minute power-cycle did not resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that all their zm transmitters were in comm loss in ticket #252139. While troubleshooting the issue, technical support (ts) found that this org had a lit error light. No patient harm was reported.